Event description:
This is a spontaneous case report received from a female consumer of unspecified age in united states on (B)(6) 2016 who had essure (fallopian tube occlusion insert) inserted for permanent contraception on an unspecified date. She stated that she lived in constant pain for 3.5 years and recently had the essure removed. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) removed due to constant pain. The reported event was considered serious due to its medical importance and is listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, limited information was provided. Nevertheless, given event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. Follow-up information and a product technical analysis are being sought.

Manufacturer narrative:
Follow up information received on 08-jun-2016: quality-safety evaluation of product technical complaint (ptc): this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) removed due to constant pain. The reported event was considered serious due to its medical importance and is listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, limited information was provided. Nevertheless, given event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. According to product technical analysis, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Despite follow up attempts, no further information was obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs